Event description:
Complainant alleged that during the incoming inspection of the device the technician was unable to discharge energy. The complainant indicated that there was no pt involvement in the reported malfunction.